Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The patient stated there was a tear on the outside rim of the cassette and moisture was seen on the inside of the cassette door. The patient received m65 scale reading error warning alarms during fill 4 of 5 of treatment and m31 air detected in cassette and m41 patient sensors too high warning alarms during drain 3 of 4 of treatment and and prior to the fluid leak. The patient also reported grinding noise in fill and dwell stages of treatment. The patient knew how to perform manuals. The patient was assisted with discontinuing use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to advise them of the incomplete treatment, and to re-setup the cycler when ready for the next treatment. There was no patient injury noted. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The patient has resumed treatment without further issue.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The patient stated there was a tear on the outside rim of the cassette and moisture was seen on the inside of the cassette door. The patient received m65 scale reading error warning alarms during fill 4 of 5 of treatment and m31 air detected in cassette and m41 patient sensors too high warning alarms during drain 3 of 4 of treatment and and prior to the fluid leak. The patient also reported grinding noise in fill and dwell stages of treatment. The patient knew how to perform manuals. The patient was assisted with discontinuing use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to advise them of the incomplete treatment, and to re-setup the cycler when ready for the next treatment. There was no patient injury noted. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The patient has resumed treatment without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.